Manufacturer narrative:
Concomitant products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The patient's medical history included disc replacements and an l5-s1 fusion prior to pump implant. The patient originally had several discs that were "blown up" due to an industrial accident. The replacement discs eventually had to be removed "from anterior and posterior and all blood vessels attach to the lumbar and lower abdomen and they tried to separate it and tore the descending aorta and the nurse and surgeon saved pts life." He then had the fusion. The indication for pump use was spinal pain. On (B)(6) 2017 the patient reported that the catheters had "come out/weren't attached right" and they didn't know it until it was found from imaging prior to an l1-t12 fusion done in (B)(6) 2013. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) who reported that the there was no information as far as she could see either post-operatively or intra-operatively that would indicate that the catheter had migrated. The hcp noted that there had been no dye studies which would definitely have been done if the patient's catheter was suspected of having migrated. No imaging showed any sign of catheter migration. The hcp noted that the patient had no signs of withdrawal, underdose, or overdose and denied any headache or fever related to their therapy. The hcp did note that the patient did have surgery in 2014 (the hcp was unsure of the reason for this surgery), but noted that the patient had called in at that time and reported that the catheter might need to be removed as part of this surgery. However, the hcp confirmed that the catheter had not been removed. The hcp also confirmed that there were no imaging issues and that there was no evidence of the catheter being kinked or twisted. The operative notes the hcp was looking over did note that the catheter could be spliced, but the hcp stated that this was not done. The hcp noted that the patient was a fall risk and that the patient had complained of increased knee pain in (B)(6) 2013 and that the patient had their total knee replaced and that there were several other issues in the patient's visit and operative notes, but that these were unrelated to the pump. The hcp had no further information to report, but noted that they would be meeting with the doctors who managed the patient and would ask at that time if they knew of any other issues. No further information was provided. No further complications were reported/anticipated.